Event description:
An mhra user report has been received, reported by a hcp "pump was in manual mode on 16.10.24, until 0230 17.10.24. 17.10.24 0230 it alarmed and put itself into limited mode. Blood sugar was 17mmols 0300 a bolus of 3.6 units was given (the pump had advised 2.2units) 0310 the pump went into manual mode delivering 5 units per hour as programmed. Severe hypo 0500-0700 pump did not suspend as in manual mode it did alert several times. 999 call for treatment patient was seen on 17th october by diabetes nurse".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Insulet contacted the reporter on 29nov24 for additional information on the event. It was asked whether medical intervention was required after the call to 999, what alert was shown on the pdm and clarifying the number of patient's involved. To date, no further information has been provided. If additional information is provided, a supplemental report will be submitted.